Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Pump is in excellent condition. The technician performed power up process, checked and test force sensor. Force sensor test error was found at power up and unable to calibrate the force sensor. The root cause of the reported issue was found to be fluids ingression inside of the plunger assembly. The technician replaced the whole plunger assembly, plunger tube and plunger cable. Performed force sensor calibration which the device passed.

Event description:
It was reported that the force sensor test failure. No patient injury was reported.